Event description:
The pt's mother reported, the pt has been experiencing erratic blood glucose levels. She stated, it has been difficult to adjust the pt's basal rates as 0.3 is to low and 0.4 is too high. On follow up, the pt's father stated, the pt had a low blood glucose reading "in the 40's" mg/dl in 2007 with her normal range being 80-140 mg/dl. He stated, this was treated by "suspending" her insulin infusion device and giving the pt a granola bar and 2 glasses of orange juice. He said, the pt has also had elevated readings and four days later, she had a reading "as high as up to 350 mg/dl." The pt's father stated, this is corrected by giving her a bolus of insulin through her infusion device. The father stated, that since the pt has been on this infusion device, she has not met with her doctor to determine what her basal rates should be, but, stated she has an appointment for next month. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.